Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited noise oversensing led to pacing inhibition. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.